Manufacturer narrative:
Correction: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Additional information: imdrf annex a, g, b, c, d grids and manufacturer narrative(chr and DHR statements). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device unit was eligible for handles, front cover and rear case and also affected by r111 syr/pca sizer misalign and r090 syr pca gripper recall and pcu/lvp/syr/pca plastics recall 2020-dom issue. There was no patient involvement.

Event description:
It was reported that the device unit was eligible for handles, front cover and rear case and also affected by r111 syr/pca sizer misalign and r090 syr pca gripper recall and pcu/lvp/syr/pca plastics recall 2020-dom issue. There was no patient involvement.

Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the initial MDR. Annex b: b21 annex c: c21 annex d: d16 additional information: remedial action required, remedial action annex a: a050701 annex g:g03012 annex b: b01 annex c: c07 annex d: d01.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the device unit was eligible for handles, front cover and rear case and also affected by r111 syr/pca sizer misalign and r090 syr pca gripper recall and pcu/lvp/syr/pca plastics recall 2020-dom issue. There was no patient involvement.